Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was gauged to have high pacing lead impedance. The lead also exhibited increased high voltage lead impedance. No changes were made at this time. The patient will be followed. The patient was asymptomatic.